Event description:
The customer reported via phone call that she had a button error alarm on the insulin pump. Customer's blood glucose was 281 mg/dl. Customer stated that she was carrying it around the waist with a pouch and it may have gotten pressed. Customer reported that she was wearing a dress and the pump was pressed against her body, which caused the error. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed button error alarmed after boot up and had an intermittent button response on the act button due to moisture damage on keypad traces noted. The insulin pump had minor scratches on lcd window, cracked case at lcd window corners, cracked reservoir tube lip, cracked reservoir tube window, cracked reservoir tube and cracked battery tube threads.